Manufacturer narrative:
The nalu system was implanted and in use for aproximately 3 years before the patient requested explant. Review of records found no prior complaints or incidents on file related to this patient. Patient was unable to verbalize any specific complaint and just expressed generalized frustration. All offers of reprogramming or other troubleshooting were declined by the patient. There is no indication of the nalu system failing or malfunctioning, however the system was not released from the medical facility and the patient was not cooperative with pre-explant investigation.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2021, targeting the axillary and suprascapular nerves. In (B)(6) 2024 the patient requested to have the system explanted. A local nalu representative found that the patient was unable to verbalize any specific issue and expressed generalized frustration. Patient reported not receiving adequate pain relief and declined any troubleshooting or reprogramming offers. A full system explant was performed on (B)(6) 2024 per the patient request.